Event description:
Device issue: failure to cut-suture, suture pulled out of vessel. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture could not be cut with the quickcut suture trimmer and the suture was pulled from the vessel. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Additionally, one unopened sterile proglide device, from the same lot number, was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with any additional relevant information.